Manufacturer narrative:
Additional information: product analysis:visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, the cannulated screw implanted and the distal tip of the screwdriver broke off. We were able to find the tip and remove it from the surgery site. The product came in contact with the patient. No fragment of the product remained in the patient. No patient complications were reported.